Event description:
Customer states, they have had multiple issues. Customer states, the chair is for her daughter. She states they have had it since around november, 2012. She states, the left leg rest will get stuck and will not move up or down. She states this was adjusted 3 or 4 times and needs adjusting again. No injury or property damage due to any of the issues stated. Additional reportable malfunction for this device; she alleges, the recliner back, the dealer was adjusting a bracket on the backrest and stripped the hole in the frame, so they are waiting for a new frame, and it will not stay up, so the customer had to wire it to hold it while they are waiting for the part. Additional reportable malfunction for this device; she alleges the hub locks, foot operated, have clicked since they got it, and it has been adjusted several times and now it still clicks and will not hold the chair in reverse.